Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown mg/dl at the time of the call. Customer states the insulin did not exit and the insulin pump alarmed no delivery. The customer was assisted with trouble shooting and found that the reservoir and infusion set needed to be changed. The customer did not return the product back for analysis.